Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned within its original box however the tray was found sealed. The device presents a crack in its original tray near the rear part of the gauge of the encore device compromising the sterility of it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the package was damaged. A encore balloon catheter inflation device was selected for use. During unpacking of device, it was noted that the plastic case was damaged. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the package was damaged. A encore balloon catheter inflation device was selected for use. During unpacking of device, it was noted that the plastic case was damaged. The procedure was completed with another of the same device. No patient complications reported.